Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that several of the nerve locators were not working. The staff had to open a total of 4 nerve locators to finally get a proper functioning one. There was no known patient impact.